Manufacturer narrative:
Additional information received: upon review of the films the physician has now reported the endoleak was a type ia. The endoleak is also reported to be resolved on CT. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 75mm diameter abdominal aortic aneurysm . Proximal neck measured 40mm, with a 65 degree angulation. It was reported that during the index procedure, (after the stent graft had been implanted) the final angiogram showed contrast to be flowing through the mid portion of the proximal graft. An additional cuff was implanted which reduced the leak but a small blush was still visible. Per the physician, the cause of the event was unknown but related to graft disruption with a possible suture break. No additional clinical sequalae were reported and the patient will be monitored by their physician. .